Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
The philips proactive monitoring system indicated that the left unload and left unload enable buttons are stuck engaged intermittently. A phillips field service engineer (fse) confirmed there was no unintended motion, or harm to a patient or operator.